Event description:
It was reported that during patient use, a ventilator generated and error code. Although requested, it is unknown if the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer reported to have evaluated the ventilator and reseated the exhalation flow sensor (evq). The customer then performed the flow sensor calibration and the expiratory flow sensor failed on the lower flows. They inspected the evq and the thermistor was found bent. The customer replaced the evq to resolve the reported malfunction. The ventilator then passed all tests, calibrations and operated within the manufacturing specifications.